Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.  During processing of this complaint, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 3006705815-2020-01695. It was reported one of the leads had migrated. The issue was confirmed via x-ray. In turn, surgical intervention may be pending.